Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's monitor board was removed and returned. The customer's report was duplicated and attributed to the monitor board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and monitor board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.